Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on an undisclosed date and mesh was implanted. On (B)(6) 2013, the patient underwent a surgery to remove the mesh due to an infection, abdominal wall abscess and gastric fistula in the abdominal cavity, small bowel inflammation, resulting in an ileostomy and hemicolectomy. On (B)(6) 2013, the patient had surgery for an ileocolonic closure and was found to have multiple intraabdominal adhesions. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair surgery on (B)(6) 2011 and physiomesh was implanted. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.